Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not starting. Analysis of the system log file showed that the system had power issues and there was malfunction with the control module power. During troubleshooting, the fse found that the fantray was defective. The fse replaced the pdu fantray and dcps (digitally controlled power supply). After replacing the fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion device would not start. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.